Event description:
An optometrist reported a case of bilateral stage one diffuse lamellar keratitis (dlk), observed at five days post lasik. Reporter informed patient was treated with topical steroids. Upon follow up with site representative dlk was reported to have resolved. This report references the pt's left eye. Another report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).